Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 43663, was returned and analyzed. Visual inspection of the balloon catheter showed that it was intact with no apparent issues. Smart chip verification indicated the catheter was used for 8 injections. The catheter passed the performance test. Pressure test and dissection revealed a guide wire lumen kink at around 1.35 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.